Event description:
Upon further investigation it was discovered that in june the pt had a serious of four elevated total beta-hcg results that led to methorrexate administration. There was no report of pt harm as a result of this event.

Event description:
A customer obtained multiple falsely total beta-hcg results from the same patient. Two of the three positive samples were tested by another analyzer which gave negative results. There was no report of patient harm as a result of this event.